Manufacturer narrative:
Combination product: yes.

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (99 % stenosis degree) in a severely tortuous segment of the distal lad. Pre-dilation was performed with a 2.0 mm balloon. Under use of a guiding extension catheter (unknown brand and size), a 2.25/30 orsiro mission was inserted and successfully implanted into the distal lad. There is no information available if the implanted stent was post-dilated. To prolong the covered lesion, the affected complaint device was introduced. However, the previously implanted stent could not be passed but "the tip was caught on the proximal edge of the stent and resistance was felt, so it was removed from the body", and the stent dislodged from the delivery system during withdrawal into the medial lad. The physician was able to re-enter the dislodged stent with a 2.0 mm balloon and expanded it in the medial lad. The intervention was finalized by implanting an additional orsiro mission more proximal and kbt in the lm/lad/lcx bifurcation. The complaint device was discarded at the hospital.

Manufacturer narrative:
Combination product: yes additional information: neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (99 % stenosis degree) in a severely tortuous segment of the distal lad. Pre-dilation was performed with a 2.0 mm balloon. Under use of a guiding extension catheter (unknown brand and size), a 2.25/30 orsiro mission was inserted and successfully implanted into the distal lad. There is no information available if the implanted stent was post-dilated. To prolong the covered lesion, the affected complaint device was introduced. However, the previously implanted stent could not be passed but "the tip was caught on the proximal edge of the stent and resistance was felt, so it was removed from the body", and the stent dislodged from the delivery system during withdrawal into the medial lad. The physician was able to re-enter the dislodged stent with a 2.0 mm balloon and expanded it in the medial lad. The intervention was finalized by implanting an additional orsiro mission more proximal and kbt in the lm/lad/lcx bifurcation. The complaint device was discarded at the hospital.